Manufacturer narrative:
Sorc checked the subject device and found that no image was displayed due to poor contact caused by liquid adhesion to the video connector receiver, and circuit board failure. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to the failure of circuit board. As for the cause of the circuit board failure, the scope cable with liquid attached was connected, then a short circuit between the terminals of the video connector receiving occurred and an overcurrent flew and the circuit board failed.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that the scope cable was connected to the video system with liquid attached. The event date was unknown. During the incoming inspection for repair at olympus service operation repair center (sorc) on july 8, 2021, it was found that no image was displayed. There was no report of patient injury associated with the event.